Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
Affiliate reported that the pt suffered from headaches and vomited and showed wide ventricle. After intraoperative disconnecting of the peritoneal catheter there was no flow. After disconnection of the ventricle catheter there was flow. Therefore, the surgeons assumed there was a blockage of the valve and explanted the valve and replace it with a new one. Postoperative the pt was doing well.